Event description:
Adverse event(s): "no pt impact" (no consequences or impact to pt). Product problem(s): "knife blades were found to be dull" (dull). A customer reported five knife blades were found to be dull during procedures. Procedure was finished using another knife. There was no pt impact reported.

Manufacturer narrative:
A sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).